Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016 a customer reported that there are missing standard uptake values (suvs) in the dicom header from a pet modality. The missing values are causing problems when the radiologist reviews the suv on pet exams. Due to merge unity pacs not presenting values as expected, there is a potential for a delay in treatment or diagnosis that may lead to harm. However, there was no reported adverse event or harm to a patient due to this issue. (B)(4).

Manufacturer narrative:
Dchu spoke with pacs administrator on (B)(6) 2018. The jira for this issue has been closed and verified as beging resolved in r11. Pacs administrator reports this site is upgrading to r11 on (B)(6) 2018. Upgrade tab in sales force confirms this site is scheduled to go down at 8:00 am on (B)(6) 2018 for upgrade to r11.1.2.6.